Event description:
This device was returned without oos documentation from healthcare system. Per biotronik representative, according to dr's operative report, this patient had a mitral valve repair. This patient had vegetative endocarditis on the rv lead. This lead was cut and partially removed. At a later date, the remainder of the rv lead, the ICD and the ra lead were removed. Four days later, this device was replaced with another biotronik system. Selox sr 53, MDR 1028232-2009-00113. St. Jude medical.